Event description:
I had an episiotomy and the sutures were removed. Afterwards I noticed a change and I do not know if the wound is infected because I have a bulge where I did not have it before. The doctors are not thorough enough and I find myself advocating and taking the job of a supervisor each time I visit the doctors office.